Event description:
Tech alleged the head of the bed will not raise electrically or mechanically. No pt impact.

Manufacturer narrative:
The tech replaced the head up solenoid valve to resolve the issue.